Manufacturer narrative:
Device evaluation a complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of tubing defective / damaged with lot # 3354897 and material # 383557. The DHR for lot 3354897 has been reviewed. Lot number 3354897. No related quality issues or process deviations were found. Root cause couldn't be determined due to unavailability of sample information. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd nexiva with maxzero hole in tubing. The following information was provided by the initial reporter: ¿20 g nexiva placed in left forearm, blood return noted, dressing applied, labs drawn, about to flush and noticed blood dripping from pigtail tubing connected to nexiva catheter, initially thought it was from insertion site but then determined dripping was coming from a tiny hole in tubing. Was unable to use due to this deformity in tubing. Found another IV access site.¿